Event description:
One posiflow stuck on a pic line couldn't disconnect for pic line luer. This was attached for one week. Patient had pic removed and the account has been unable to insert another pic line. No patient injury has occurred.